Manufacturer narrative:
The phosphate reagent lot and expiration date were requested but not provided. The field service engineer found that the gear pump pressure was too low. The gear pump head was exchanged and adjustments were performed. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the phosphate assay on a cobas 8000 cobas c 701 module. The sample initially resulted in a phosphate value of 2.89 mmol/l and repeated as 1.11 mmol/l.